Event description:
It was indicated that the patient had a history with the pump flipping that went back to the end of (B)(6). At the time of report, it was indicated that the pump may have been flipped as they were experiencing issues with interrogation. The device system was being used to deliver bupivacaine and hydromorphone. There were no symptoms reported to have been caused by the event, there were no known interventions performed, and no outcome had been reported. Further follow-up was being requested to obtain additional information. Refer to manufacturer report #3004209178-2015-00809 for details pertaining to the patient being in the intensive care unit at the time of the event.

Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information later received reported that the reporter had no interrogation issues before or since.